Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer replaced the batteries and the insulin pump alarmed failed battery. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No failed battery test alarm noted. The device passed self test. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.